Manufacturer narrative:
(B)(4). The investigation showed that the field service engineer (fse) found the geo ceaser extension board was burnt. The board was replaced and operation verified. The system's end of service was 2010. The replacement board was from the hospital stock.

Event description:
The customer reported that the screen will not boot no fluoro and there is a burning smell in the equipment room.